Event description:
The customer reported that the dose needs adjusted. The image intensifier input exposure in mag 2 is 50% higher than the input exposures for similar c-arms here at the main hosp. This input exposure in mag 2 should be reduced to maintain pt exposures as low as reasonably achievable. No pt injury was reported.

Manufacturer narrative:
(B)(4). The sys was repaired, found to be operating as intended, and released to the customer for use.